Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler did not pipette sample into positions a8 through f8 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.